Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 545 mg/dl; due to customer blousing incorrectly. Customer addressed bg level via manual dose correction injection. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.